Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set a batch review was conducted for potentially associated lot numbers h13j25036, h13j29038, h13k06034, h13k14046, h13l05034, h14a22089, h14a27021, h14c05080, h14c28058; h13l02031, h14b03038 and h14d01012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. In the same month as onset the patient was hospitalized for the peritonitis. It was reported that the peritonitis was manifested by bloody effluent. Treatment and outcome of the event is unknown. At the time of this report the patient was still hospitalized. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 2 involved in this event.